Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation that the colonovideoscope exibited foreign objects within the air/water tube and cylinder, and a burned probe cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h6. The following field was corrected: g3. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was oct 14, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified; therefore, a root cause could not be determined. Additionally, there was no physical damage on the device. The events can be detected and prevented in accordance with the following sections of the instructions for use: "user may detect the events by following IFU below. -inspection of the endoscopic system. User may reduce/prevent occurrence of the events by following IFU below. -leakage testing of the endoscope" olympus will continue to monitor the field performance of this device.